Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge healthcare rep removed and replaced the power cable and camera. The system functions as intended.

Event description:
The customer states that the power cord insulation got damaged by a wheel and the internal sheilding was exposed. No injury to patient reported.